Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sympathomimetic agent was administered through an IV due to hypertension.

Event description:
It was reported that during a cardiac ablation procedure, the patient's heart rate decreased, and the patient became pacing-dependent. A temporary pacing lead was placed, as the bradycardia did not resolve after the procedure. During extended hospitalization, the patient's sinus heart rate stabilized in the 40-50 beats per minute (bpm) range, and the temporary pacing lead was removed. After the patient's sinus heart rate stabilized in the 50-60 bpm range, and the patient was discharged. The case was completed with pulsed field ablation. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.